Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an implant procedure, the catheter was being withdrawn from the coronary sinus when a dissection of the heart was observed. X-ray imaging and an echocardiogram were performed, but the exact location of the dissection was unable to be determined. Additionally, through the echocardiogram, a pericardial effusion was observed. The procedure was stopped and no further intervention was performed. The patient was stable and will continue to be monitored.